Event description:
The patient was experiencing some pain in their proximal tibial region where the existing tibial stem was abutting the posterior cortex. C23-469 was opened with dr. (B)(6) to replace the tibial component with a metal case component as the patient has reached skeletal maturity. C23-469 was shipped in (B)(6) 2023.

Manufacturer narrative:
The device will not be returned for evaluation. If additional information becomes available, a supplemental MDR will be submitted accordingly.